Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that the water supply was changed, and the imprecision occurred on different alpha-fetoprotein (afp) and total human chorionic gonadotropin (total hcg) patient samples. Siemens dispatched a customer service engineer (cse) to the customer site. The engineer inspected the instrument and noted a problem with the water quality. The engineer performed a decontamination and verified the performance of the instrument. The engineer noted that the performance of the assays was acceptable, and the issue resolved. No further evaluation of the device was required.

Event description:
Discordant falsely elevated alpha-fetoprotein (afp) and total human chorionic gonadotropin (total hcg) results were obtained on an advia centaur xpt instrument. The discordant results were not reported to the physician(s). The customer used the same samples and instrument to perform repeat testing. The customer noted an imprecision in test results and performed repeat testing on an alternate instrument (advia centaur cp). The customer used the results of the alternate instrument to confirm the correct results. There are no reports of patient intervention or adverse health consequences due to the discordant falsely elevated afp and total hcg results.